Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The foam detection alarm was turned on and the field service engineer adjusted the camera. Dust was found around the incubation disk. Checks and maintenance were performed and a sample repeatability test was performed with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. The initial result was 9.50 ng/l. The doctor did not believe the result and requested the sample be repeated. On (B)(6) 2025, the repeat result was 105 ng/l.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges.